Manufacturer narrative:
A device history record (DHR) review was performed on part # 04.027.052s / lot # 9259115: manufacturing location: (B)(4), manufacturing date: 18 november 2014, expiry date: 01 november 2024. No non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision of the backed-out blade was completed successfully on (B)(6) 2017. It was confirmed that two blades were involved. Patient status immediately after the event is reported as stable. Concomitant medical products: pfna nail (part# 472.117s, lot# 9938940, quantity 1), locking bolt (part# 459.300, lot# 5929365 / quantity 1). This report addresses the issue of the backed out blade, which was explanted on (B)(6) 2017. The first blade which was too long was explanted on (B)(6) 2017 and this issue has been captured under linked complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Date of blade back out is not known. UDI: (B)(4); expiration unknown; lot number unknown. Device removal was scheduled for (B)(6) 2017. Explant is not confirmed. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a proximal femoral nail antirotation (pfna) nail, blade, and locking bolt on (B)(6) 2017. It was determined on unknown date that the blade was too long. Patient was returned to surgery on (B)(6) 2017 for revision of the blade. Patient presented to the emergency department on unknown date. X-rays taken on (B)(6) 2017 revealed the blade had backed out. Removal of the implant was scheduled for (B)(6) 2017. It is not confirmed that the removal procedure occurred. Patient status reported as stable. Concomitant devices reported: pfna nail (part 472.117s, lot unknown, quantity 1), locking bolt (part 459.300, lot unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The pfna-ii blade l85 tan has abraded color on both flanks of the body sleeve. One of the four helix blades shows damage at its run-in. All present wear and damages were caused post manufacturing. The device passed successfully the performed functional test according the actual surgical technique for proximal femoral nail antirotation ii (pfna-ii) nevertheless of the present damages. The blade could be locked and unlocked as foreseen and passed the bore of the pfan-ii nail as intended. Concomitant devices pfna nail (part# 472.117s / lot# 9938940 / quantity 1) and locking bolt (part# 459.300 / lot# 5929365 / quantity 1) are intact and undamaged beside some wear marks. The received x-rays confirm that the blade is not in the correct position and the reason is supposed to be a blade backed out. We are not able to determine the root cause for this complaint but we conclude that the cause of the reported failure is not due to any design or manufacturing non-conformances. No product related non-conformance was detected. Based on the available information a root cause determination is not possible. Postoperative activities of the patient and instability of the fracture situation may have played a certain role, too. No product related issue was identified and/ or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development evaluation was completed: the devices was received used with scratch marks, washed and sterilized. Parts received: complained pfna blade (04.027.052s), concomitant pfna nail (472.117s), concomitant locking bolt (459.300). The fracture of the femoral head and the back-out of the blade could occur for two reasons. Firstly, due to the high age of the patient, and/or secondly due to the revision due to replacing the blade that was too long with a shorter one (subsequently leading to this complaint). No design related root cause has been identified on the returned implants. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.